Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending angle in the up direction and the play of the up/down knob was out of specification due to wear of the angle wire, the suction volume did not meet the standard value due to clogging of the instrument channel, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the brush could not be inserted into the gastrointestinal videoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the foreign material came out of the distal end due to clogging of the instrument channel. The report is being submitted due to foreign material in the scope found during evaluation.